Manufacturer narrative:
The hemopro 2 extension cable was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities that may have contributed to the reported event. The returned cable was tested with a reference hemopro 2 tool. The extension cable was securely connected to and disconnected from the reference device multiple times without difficulty. Based upon the eval results, the reported complaint could not be confirmed. We are following up with the customer for the return of the hemopro 2 tool associated with this event. Should add'l info become available, a supplemental report will be submitted. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wires on the hemopro 2 separated and came apart. Nothing fell into the patient and no intervention was required. Additionally, the hemopro 2 extension cable would not connect to the hemopro 2 device. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report number: 224352-2013-01477 for the related report.